Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there patient consequences? If yes, please specify. Did the needle fall into the patient? If so, please provide the following information: were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? Does the needle remain in the patient¿s tissue? "What tissue structure is it located? Size of the needle retained. Are any plans in place to remove the needle piece in future?" If retained, what is the surgeon's opinion of consequences to the patient? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please confirm if the devices are available for product return. If yes, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The client confirms that there were no complications for the patient, the needle was recovered without problem.

Event description:
It was reported that a patient underwent a liposculpture + mastopexy procedure on (B)(6) 2024 and suture was used. During the procedure, when passing the needle, it came off the thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. One needle and one suture outside their packaging were received for analysis. After investigation of the sample, the swage and attachment area was not as expected; since the hit of the stake was on the edge of the swage area of the needle, causing the suture to be severely cut due to an incorrect swage resulting in a clip off. Based on the information currently available, a clip-off due to an incorrect swage issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.